Event description:
Ambulance personnel were attempting to routinely monitor a pt, with a 3 lead cable, during transport to the hosp. The reporter stated the device allegedly kept indicating "connect electrodes" and would not display the pt's rhythm. The operator reported checking the electrodes and all cable connections and could not discern a reason for all message. The pt was successfully transported with no adverse effects.